Event description:
It was reported that during a da vinci si surgical procedure the surgeon felt a bad feeling with the large needle driver instrument's wrist. The surgical staff checked it, and found a snapped wire at the wrist portion. The staff exchanged it into a backup instrument, and the planned procedure was completed without problem. No missing or fallen pieces were reported. The planned surgical procedure was completed and no patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument and/or accessory have not been returned for evaluation; therefore, the root cause of the customer reported failure mode cannot be determined. A follow-up MDR will be submitted if the instrument is returned (post engineering evaluation), or if additional information is received. The customer reported complaint does not itself constitute a MDR reportable event; however, the reported malfunction if to recur could cause or contribute to an adverse event.